Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patients femoral stem subsided, stem and head were revised to zimmer revision stem, procedure completed successfully all information available to me included in initial pi.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of available information. Further information such as return of device, x-rays, operative reports and medical records are required in order to make a determination of the root cause. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patients femoral stem subsided, stem and head were revised to zimmer revision stem, procedure completed successfully all information available to me included in initial pi.